Event description:
It was reported that in the recovery room the patient complained of heart pain. The patient's blood pressure continously lowered. The lead had perforated the patient and a drainage of fluid's was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.